Manufacturer narrative:
Device disposed of by hospital.

Event description:
On (B)(6) 2018 a crown prt cna25 was implanted. On (B)(6) 2018 the patient complained of discomfort during a dental treatment. The patient was transported to the hospital. On (B)(6) 2018 the patient received a re-operation and the valve was explanted and an sjm abbott/regent 21 mm mechanical valve was implanted. It was included in the report that infective endocarditis was present. In addition it was reported that valve malfunction was not suspected.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna25, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. Because the valve was not available no further investigations were possible. The site reported that valve malfunction was not suspected. In addition, the device history record review confirmed proper sterilization of the device occurred at the time of manufacture and release. If any species were present on the tissue valve before sterilization, they would be killed very easily by the liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde, formaldehyde and alcohol, all of which are highly effective against infectious species. The manufacturer has validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. In addition, the sterile packaging solution used for shipment of crown valves is a 4% formaldehyde solution; the valves remain in this extremely antimicrobial solution until they are opened during surgery. Therefore, there is no risk of valve contamination post-sterilization. Due to the aforementioned reasons the suspected root cause of the event cannot reasonably be attributed to any factor intrinsic to the device in question and the root cause is thus deemed to be due to the patient condition. If further information is received the manufacturer will re-assess the investigation.